Event description:
A pt reported their blood glucose results were 270 mg/dl (ss) versus 210 mg/dl (hcp) in a meter/hcp meter comparison. Hcp meter is of unknown brand. Control solution test result (108) was in range (85/127). Pt did not experience any symptoms. Pt reportedly has been cleaning meter incorrectly. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. No other info is available. The meter has been replaced. No allegations of harm have been made.